Event description:
Surgeon was attempting to perform angioplasty and stent of left brachial vein. Stent was inserted but surgeon was unable to deploy. Stent removed and fell apart in pieces. Fluoroscopy utilized to confirm that no parts were within brachial vein.